Event description:
The customer stated that instrument reported false negative blood and leukocytes results on the 4 patient samples. Customer indicated that they have details on two of those samples. There was no report of injury due to this event.

Manufacturer narrative:
Customer had been asked to return strips for further investigation. Customer stated that the issue is resolved and they do not want to send strips back for further investigation since they think the test table was the problem. Customer indicated that they checked strips visually and on the instrument and got the same result which they felt was accurate. Customer indicated that the test table fixed the problem. The instrument is operational.